Manufacturer narrative:
(B)(4). Batch # p93h33. Investigation summary: the device was received with the top of the I-blade upper tip broken off not returned. In addition, no damage was found at the jaw as reported. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the instrument was used during a left partial nephrectomy. The jaws of the instrument broke during the procedure. Instrument was replaced with no consequence to the patient.